Event description:
My 2 nd palindrome catheter had a hole in it again and I was covered in blood. I went to our local emergency room and the dr came and seen there was a hole in the line with air bubbles. He flushed and clamped it to come back the next day for an operation to replace line. I went to leave and had a stroke. This was my second line in 6 weeks with a hole in it. FDA safety report ID# (B)(4).